Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate. The customer reloaded the same cartridge and the estimate was still incorrect. The customer's blood glucose (bg) level was high. Insulin injections were used to address the bg level and will be used to manage diabetes.